Manufacturer narrative:
This report is being filed on an international product, list number 6p04-55 has a similar product distributed in the us, list number 6p04-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported that there has been an increase in the reactive rate of alinity s anti-hcv. The customer reported that since (B)(6) 2021 until the end of the year of 2022 101 alinity s anti-hcv repeat reactive samples that were determined to be false positive upon confirmatory testing at another laboratory, the national virus reference laboratory (nvrl) (method unknown). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation regarding falsely reactive results for alinity s anti-hcv assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Ticket search determined that there is normal complaint activity for the product and the ticket trending review did not identify any trends. Device history record review did not identify potential non-conformances, non-conformances or deviations associated with the product in relation to the complaint issue. The overall performance of the alinity s anti-hcv assay was reviewed using field data from customers worldwide. A review of field data for the overall performance of the alinity s anti-hcv reagents indicated the product was performing within product requirements. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the results of the investigation, all lots of alinity s anti-hcv reagent, ln 6p04-55 used at the customer site between 2021-01-01 and 2023-03-24, are performing as expected and no systemic issue or product deficiency was identified.